Event description:
Related manufacturer report number 2017865-2022-14678. It was reported that during a remote follow up, an increase in defibrillation impedance and inadequate capture were noted on the right ventricular (rv) lead. Additionally, inadequate capture was noted on the right atrial (ra) lead. The patient's health was suspected to have been a contributing factor of the increase in defibrillation impedance. Abbott technical support was contacted and reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.